Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and instability. The polyethylene tibial bearing was removed and replaced.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - lot and expiration unknown; date implanted - unknown; manufacture date; product discarded.

Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and instability. The polyethylene tibial bearing was removed and replaced.